Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the treatment of a 291 mm in length thoracic aortic aneurysm. It was reported that there was proximal stent graft migration resulting in a distal type I endoleak. Two months later it was reported that the patient expired at home. The cause of death was unknown. Per the physician, judging from the reported situation, it is a possibility that the aneurysm ruptured. It is considered that the cause of migration would be related to the bending vessel form, and it would have no causality with the relevant device. But the exact cause of death cannot be determined, and it is decided to be unknown causality between the patient's death and the stent grafts.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.